Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag. Provided with the return was an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. All components were included in the return. Catheter #1 was observed to have a slight discoloration at the catheter tip. Kinks were observed throughout the length of catheter #1 however, no build up of powder was observed within the catheter. Catheter #2 did not contain a build up of powder within the tubing, however a yellowish liquid was observed within the catheter. The device was returned with the on/off switch in the "off" position. The red activation knob was disengaged from the handle indicating deactivation of the carbon dioxide (co2) cartridge. Loose powder was noted on the exterior of the returned components. No powder was noted within the device nozzle. The co2 cartridge was fully punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The foam was present and in the correct orientation (slits facing the red activation knob). When tested with a new co2 cartridge and activation knob the device sprayed continuously without button compressions when switched to the "on" position. The handle was disassembled, and the tubes were disconnected for removal of any powder. Small amounts of loose powder without clumps were present both in the front tube connecting the on/off valve to the powder chamber and in the back tube connecting the powder chamber to the low pressure valve. A visual inspection of the powder chamber's center cannula and diffuser plate found them to be clear. The low pressure valve was disassembled and evaluated. All the internal components were intact. However, powder was observed within the low pressure valve on all the components. The buildup of powder in the low pressure valve, resulting in the valve experiencing difficulty when opening and closing is a likely cause for the reported inability to spray and observed continuous spray. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. The root cause for report of unable to spray was an accumulation of powder within the low pressure valve. The cause of the build up is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The additional information indicates that the user did not occlude the proximal end of the catheter during advancement with their thumb. The instructions for use states: "to limit fluid from entering the working channel of the catheter, temporarily occlude the proximal end of the catheter by placing a thumb over the red catheter hub, while advancing the catheter down the accessory channel." Failure to occlude the proximal end of the catheter during advancement can result in the catheter or internal components becoming clogged. A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. The product said to be involved is included in the scope of the corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends. Additional comments regarding this report: based on the information provided that the user did not occlude the proximal end of the catheter during advancement with their thumb, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a transendoscopic hemostasis procedure in the stomach, the physician used a cook hemospray endoscopic hemostat. It was reported that the user activated the gas in the handle at the target site to spray powder, but the powder did not spray. As powder sprayed a little, the procedure was completed as it was. [Unable to spray-subject of report]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The additional information indicates that the user did not occlude the proximal end of the catheter during advancement with their thumb. The instructions for use states: "to limit fluid from entering the working channel of the catheter, temporarily occlude the proximal end of the catheter by placing a thumb over the red catheter hub, while advancing the catheter down the accessory channel." Failure to occlude the proximal end of the catheter during advancement can result in the catheter or internal components becoming clogged. A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. The product said to be involved is included in the scope of the corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends. Additional comments regarding this report: based on the information provided that the user did not occlude the proximal end of the catheter during advancement with their thumb, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.